Manufacturer narrative:
(B)(4) . (B)(6) . The device was serviced by a service technician as part of preventative maintenance. Visual inspection, functional testing, service history review, and a review of the alarm log were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Functional testing revealed that the air sensor was defective. The cause of the defective air sensor was a damaged central processing unit (cpu) board. The cause of the damage was not determined. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a damaged central processing unit (cpu) board. No additional information is available.